Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had an insulin pump error. The customer's blood glucose levels were 173 mg/dl at the time of the incident. Customer states the insulin pump error cannot be cleared and has been occurring multiple times. Customer stated that drive support cap appeared to be normal. Troubleshooting was performed however the insulin pump error could not be cleared. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.